Event description:
It was reported that patient initially had bilateral kinemax plus surgery done on (B)(6) 1996. On (B)(6) 2012 insert exchanges were done for poly wear on both knees. This report is for the right knee revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown kinemax right knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records were from the initial surgery (around 1996). As the event relates to wear, these records were not reviewed further, as the evaluation of the device(s) would be required to determine any root cause regarding the event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient initially had bilateral kinemax plus surgery done on (B)(6) 1996. On (B)(6) 2012 insert exchanges were done for poly wear on both knees. This report is for the right knee revision.